Event description:
It was reported that patient was revised on a right hip due to infection. All implants were explanted and antibiotic spacer was placed.

Manufacturer narrative:
An event regarding infection involving an unknown liner was reported. The event was not confirmed. Method & results: device evaluation and results: the device was not returned, however an image was provided. Damage was noted on the rim of the insert most likely due to explantation. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review could not be performed as the lot ID is unknown. Complaint history review could not be performed as the lot ID is unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as device return,additional x-rays, pathology report, as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information and/or the device become available, this investigation will be reopened. The catalog number and lot code of the reported liner was not provided. However, device information for the other devices reported was provided and is listed below: cat # 6021-0537, lot # 31965602, description: accolade plus tmzf hip stem #5, cat # 502-11-56f, lot # 3130601, description: trident hemispherical cluster hole shell, cat # 6260-9-240, lot # mhr13d, description: v40 cocr lfit head 40mm/+4, unknown screw.

Event description:
It was reported that patient was revised on a right hip due to infection. All implants were explanted and antibiotic spacer was placed.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was described as an unknown liner. The other devices referenced were: unknown accolade tmzf, unknown cup, unknown head. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.